Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated that all basal and advanced settings were lost when battery was changed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. When pump was powered back on the basal rate, I:c, isf, and bg target, remained in pump settings. Investigators were unable to duplicate the complaint. Battery cap/cartridge cap were not returned; test caps used to complete testing. The battery compartment is cracked on the side and below the bumper pad. Corrosion observed inside battery compartment. The leak test verifies leak in battery compartment. Pump opened and no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.